Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the returned product consisted of a watchman delivery system (wds) with implant. The core wire was received outside of the delivery system sheath and the implant was received detached from the core wire in its deployed state. There were numerous kinks throughout the shaft of the wds. Microscopic examination revealed that there was a kink in the core wire 35 mm from the distal tip of the wire. The implant was measured and the device size was consistent with the reported information. Microscopic examination revealed two locations of fabric damage on the top side of the device near the core wire attachment point. The implant was able to be attached and released from the core wire with no issue. There were anchors that were bent and damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11jun2016. Same case as MDR ID 2134265-2016-06395. It was reported that the core wire was kinked and the closure device could not be released. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 33mm watchman ® laa closure device and delivery system (wds) was advanced. The closure device was deployed; however, when the physician attempted to release the device, it would not release. The wds was removed and it was noted that the core wire within the device was kinked, but the outer shaft was not. Both devices were exchanged for another of the same and the procedure was completed. There were no patient complications reported and the patient¿s status was stable. However, device analysis revealed the closure device had fabric damage.